Manufacturer narrative:
The sample has not been received for evaluation; however, tracking data indicates it has been shipped from the user facility, therefore, product evaluation is anticipated. The device history records could not be reviewed, as the lot number was unknown. Based on the information received to date, the results of the investigation are inconclusive and the root cause is unknown.

Event description:
It was reported that one limb was found to be detached from the filter upon removal. The filter was being removed because, it was not longer needed. No patient injury was reported.